Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03398. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2007 in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. The outcomes attributed to the device were pain, erosion, infection, recurrence, dyspareunia, vaginal scarring, bleeding and urinary problems. It was reported that the patient underwent revision of vaginal mesh erosion and ablation of cysts on (B)(6) 2007. No additional information is provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03398. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, vaginitis and incontinence.

Event description:
It was reported that the patient underwent a surgical procedure on an unknown date to treat sui & pop and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.